Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit would completely shut off and then back on. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The customer will attempt to repair the cooler heater himself.